Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Swapped insert for infection - right knee.

Manufacturer narrative:
An event regarding revision due to infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection showed scratches on the superior surface of the insert and a damaged posterior where the locking wire disassociated likely from explantation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there has been no other similar event for the manufactured lot and sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Swapped insert for infection - right knee.